Event description:
Iol was implanted on (B) (6) 2010. Post operatively, iol was subluxated due to separation of inferior heptic from optic body at junction. Pt required ppv and removal of iol and replacement with a single piece pmma iol.